Manufacturer narrative:
The insulin pump unit passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. All operating currents are within specification. The off no power alarm functions properly. The pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 80 mg/dl. The customer states receiving excessive no delivery alarms. While performing troubleshooting for the no delivery the pump alarmed motor error. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The customer was not able to verify the alarm history.. The device will be returned for analysis.